Manufacturer narrative:
Date of implant: (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-05258. This report is in reference to an (B)(6) patient. It was reported the patient's lead and extension were explanted and replaced due to stimulation shutting off randomly. Surgical intervention addressed the patient's issue.